Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was unknown mg/dl. The customer was unable to troubleshoot at time of call. The customer has already removed set and reservoir and in the process of changing everything out. The customer is returning product based on her request. The customer was advised that we are sending replacement set and reservoir.